Event description:
It was reported that during a percutaneous intervention, a balloon rupture and catheter shaft fracture occurred. The 75% stenosed target lesion was located in a moderately tortuous upper arm vein. A 6fr bsc introducer sheath was inserted. The 8.0 x 20, 75cm mustang balloon catheter was inserted and advanced to the target lesion. Upon inflation the balloon ruptured and when the physician attempted to removed the device from the sheath, the catheter shaft fractured. The physician was able to retrieve all pieces of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that angioplasty was performed to the left arm fistula. The broken end of the catheter shaft was intact and the physician felt that nothing was left inside the patient.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the single lumen shaft was stretched and broken. The balloon was torn circumferentially at approximately 20mm distal to the proximal transition zone. The proximal radio opaque (ro) markerband was off the single lumen shaft and within the proximal portion of the circumferentially torn balloon. The distal portion of the balloon was attached to the distal tip. A visual and tactile examination of the remainder of the shaft noted that it was kinked along its working length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).